Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was digging into his skin. The irritation was described as red itchy bumps. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient was seen by a dermatologist and was given a shot of cortisone and prescribed cortisone from his doctor. The patient was also sent larger garments. Follow up indicated the irritation improved.